Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical system corp (omsc) could not evaluate the referenced device. Omsc received the photo of the device and omsc confirmed that the ptfe of the device was partially peeled from the jaw. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the similar cases, there was a possibility that the ptfe pad peeled since the user continued activating output without contacting tissue (including after the tissue already out) for an extended time.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was partially separated. The procedure was continued with another thunderbeat device. There was no pt injury reported.